Event description:
It was reported that the patient's right atrial lead exhibited oversensing of noise. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any anomalies. Visual and x-ray inspections did not find any anomalies except for procedural damage.